Event description:
The customer contacted beckman coulter, inc. (Bci), and reported that erroneously low na (sodium) and ci (chlorine) results had been generated by their analyzer and the datalink/dl20000 data manager system, and the results had been reported out of the lab. The customer indicated that a similar incident had occurred on (B)(6) 2009, but no erroneous results were released. Prior to the event, the na and ci qc (quality control) results were within the lab's established ranges. When the operator noticed that the na and ci results were running low, the qc check was run again and found to be below the lab's established ranges. The customer repeated the samples with low results and found that the na and ci results were higher. About 15 amended reports were issued. The customer provided examples of 13 erroneous results although no sample info was provided. While there were no reports of death or serious injury related to this event, it is not known if there was any change to pt treatment associated with this event.

Manufacturer narrative:
The bci hotline rep offered to send out an fse (field service engineer) to the site but the customer declined, saying that they wanted to perform the ise (ion-selective electrode) maintenance procedure themselves first. Hotline suggested cleaning the flowcell and eic (electrolyte intake cup) since the customer had gone on vacation for weeks and upon returning to work found that the wash concentrate reagent had expired. No definitive root cause was found. This is one of 15 medwatch reports associated with this event. The related mdrs (including this one) are as follows: 2050012-2011-06260, 06262, 06266, 06268, 06270, 06270, 06272, 06274, 06261, 06263, 06265, 06267, 06269, 06271, and 06273. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.